Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose value of 400 mg/dl. Customer treated with reservoir and set change and bolus from the pump. The customer mentioned no delivery alarm. The customer was assisted with 5.0 unit fixed prime and insulin did not exit and the pump alarmed no delivery. The product was not returned for analysis.